Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had a blood glucose of 159 mg/dl when they went to bed. When they woke up, their blood glucose was 559 mg/dl. The customer had treated with insulin pump. Troubleshooting was performed. The drive support cap was normal. The customer had symptoms like chest pain. The customer did not allege insulin pump was under delivering. The customer had a previous kinked infusion set. The insulin pump was not returned for analysis.